Event description:
The ortho provue gave a negative result for a sample that was positive in manual gel in antibody screen testing. No erroneous results were reported.

Manufacturer narrative:
This instrument has been investigated. On (B)(4) 2013 an ocd field engineer (fe) arrived at the customer site and performed a reader camera adjustment. The fe verified on provue datalog that values for reader camera are within specifications. The customer ran qc approving results and repair of instrument. Repairs have returned this instrument to expected operation. (B)(4).